Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that when the patient was seen for a routine follow-up, there was no communication with the device. Interrogation of the device showed vvi with dashes (---) for parameters. Return to standard and microprocessor download were unsuccessful, so the device was replaced.